Event description:
Event description guidant received information that this chronic right ventricular lead, exhibited high thresholds, resulting in intermittent loss of capture at high outputs. The lead was then surgically abandoned and replaced with a new guidant lead.